Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released during use, and after removal from the patient, the plug did not detach from the device. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician was trained and certified to use the device. No visible damage to the device or packaging was noted prior to use. A 7f cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. There was no difficulty connecting the vascular sheath introducer with the device and no resistance was encountered during advancement. The sheath was not kinked or bent, and the vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until pulsatile flow slowed or stopped and the indicator window changed to solid black color. The button was pressed when the indicator window was showing black. The device was also successfully deployed outside the patient¿s body. The device was stored and prepared according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.